Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.0, lab: 4.4. Inratio: 2.0, lab: 4.5. On (B)(6) 2011, patient was sent to the hospital for a protruding hernia, which is why there was a lab test done (unrelated to inratio testing).